Manufacturer narrative:
(B)(4).

Event description:
The stapler would not fire completely fire. It fired part way. The incomplete staple line was restapled. Operating time was extended for over thrty minutes. The patient experienced extended hospital stay.

Manufacturer narrative:
(B)(4)